Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm multiple times. Customer's blood glucose value was 113 mg/dl. The customer was assisted with troubleshooting. Customer states pump was not exposed to a high magnetic field. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device alarmed no motor movement or negligible during the rewind. Per visual inspection the rubber piece of the home motor switch was completely missing. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due to no motor movement or negligible.